Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the plastic distal end cover had a burn. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿it was confirmed that instructions for evis lucera gif/cf/pcf type 260 series operation manual chapter 3, ¿preparation and inspection¿ section 3.2, ¿inspection of the endoscope¿ describes how to inspect for the event.¿ based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. Olympus will continue to monitor the field performance of this device.